Event description:
The customer reported that an mp20 monitor fell of its mount. There was no report of any adverse pt impact.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.